Event description:
It was reported that the patient received inappropriate therapy, and a fracture of the pace/sense portion of the lead was revealed on x-ray. The lead was explanted. No further patient complications have been reported as a result of this event.